Event description:
Information was received indicating that during pre-check of a smiths medical cadd cassette reservoir, occlusion alarm went off. The reporter indicated that the customer noticed no message in the display, so they attached the cassette from the pump, and it revealed that the part where the cassette attaches to the pump was wet. No patient consequences were reported. No adverse effects were reported.